Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; customer returned test strips from a wrong vial lot; unable to evaluate. Most likely underlying root cause of malfunction: user's test strips had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-120mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 95mg/dl and 94mg/dl fasting. Reviewed meter memory: (B)(6).